Event description:
Dialyzers from this lot number and issued to pts, all presented lower than usual original volumes after pre-processing. The original volume is on an average 140. Note results of original and use volumes as enclosed on five patients using the kidney. During the use of the dialyzers, each kidney had clotted from bloodport to bloodport, just rigth of the label, and in a half to one inch strip. This caused dramatic drops in volume and an increase in volume failures. Historically, ther pts have not been chronic reuse problems. When checked, the hematocrits from these pts were normal or better than usual. The nursing staff, has also verified that no change in heparin dosage occurred during this time frame. The problem occurred on no other type dialyzer. The co's medical supplier was notified of the problem on 2/14/96. The staff was instructed to pull the lot number from inventory and return it to the supplier.